Manufacturer narrative:
The device was not available for return as it remains in the patient. Imaging provided shows an inferior screw in a 4-level construct has backed out anteriorly past the screw blocking mechanism. The patient is reported to be asymptomatic and there are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw backed out of the resonate plate post-operatively. There are no plans for a revision surgery.